Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced dissatisfaction, blurry vision and had an uncomfortable feel. The lens was explanted and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).